Event description:
Customer reported individual received a false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 20011g, reader sn (B)(6)). Four cue covid-19 tests performed between (B)(6) 2021 and (B)(6) 2021 provided negative results. Exact dates not provided. Individual tested negative on (B)(6) 2021 with a sars-cov-2 lab pcr test. Individual previously had covid-19 (within 90 days). Individual has no symptoms or known exposure.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. The testing history and is consistent with what would suggest a wash buffer flow failure and suggest this is false positive, however, root cause was undetermined. Technical operations was unable to conduct internal investigation due to cartridge lot's expiration.